Event description:
Olympus was informed that the tip kept scraping the mucosa during colonoscopy procedures. The distal end seemed sharp. There was no further detail provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that there was no perforation or laceration noted on any of the pt's mucosa. The user facility reported that there was no deep trauma observed as only the first layer of mucosa was damaged and the bleeding was minor. None of the pts had reported any complications postoperatively. The user facility claimed that the reported phenomena might have been related to the physician's technique as the physician was performing "blind maneuvering" and instructed a tech to push through the scope during procedures. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. There were multiple scratches and deep sharp indentations noted on the edge of the distal-end cover below the channeling opening. Additionally, there were buckles found on the insertion tube below the boot on control body side. The referenced device was leaking from the variable stiffness rings. This report is being submitted as a medical device report in an abundance of caution.